Manufacturer narrative:
Preliminary analysis confirmed the reported issue; most probably due to a lead placement, patient's physiology, lead issue and/or connection lead issue. No anomaly is suspected regarding the subject device.

Event description:
The physician reported an abnormal increasing of the ventricular threshold.

Manufacturer narrative:
The device model involved in this MDR report is not approved in u.s.; however, it is similar to reply models.

Event description:
The physician reported an abnormal increasing of the ventricular threshold.